Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited increased in capture and loss of sensing. Cxr was performed and revealed the lead exhibited micro dislodgement. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).